Event description:
As reported by our affiliates in germany, an 85-year-old male patient with nyha class ii symptoms and dyspnea who had previously received a 26 mm sapien 3 transcatheter heart valve in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access, 4 years and 3 months after the initial implantation. The procedure was indicated due to structural valve deterioration (svd) stage 3of the index edwards sapien 3 valve. The planned procedure involved predilatation with a 22 mm non-compliant balloon, valve-in-valve implantation using a bottom-to-bottom technique, and post-dilatation as needed. A 23 mm sapien 3 ultra resilia valve was successfully implanted. Post-implantation, the patient remained hemodynamically stable, with no procedural complications, no valve malposition, no device thrombosis, and no valve-related dysfunction.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. The complaint for degeneration was empirically confirmed based on the reported information. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. In these cases, it can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, provided information indicates that the patient has a medical history of diabetes mellitus type 2, arterial hypertension and peripheral vascular disease. Diabetes mellitus is a well-known factor that may increase the risk of valve calcification leading to early valve degeneration. Additionally, per CT analysis, the thv was underexpanded. If the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would be obstructed, which can contribute to the stenosis. As such, available information suggests that patient factors (diabetes) and/or procedural factors (under expanded thv) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.